Event description:
International affiliate reported that a wound disruption occurred two days following gastrectomy. The pt was returned to the or for surgical repair. The pt is reported as "doing well."